Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The center submitted four system controller log files for review. Low flow hazard alarms were captured in the majority of the log files when the estimated flow was calculated below the low flow threshold of 2.5lpm. No other atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The log files appeared to show the system operating as intended. Echo results showed enlarged left ventricle with aortic valve opening. Cardiac computed tomography angiogram (cta) showed 90% thrombus in the outflow graft with disconnected outflow bend relief, which appeared to be the cause of the low flow events. The patient was transferred to cardiac care unit (ccu) and underwent a percutaneous stenting of the outflow graft on (B)(6) 2017. The patient was also supported by an intra-aortic balloon pump. No changes in pump parameters or medication regimen were made. The patient had an acute renal failure and remains in ccu with gastrointestinal symptoms. Thrombus, sepsis and renal failure are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced admission in (B)(6) was reported under medwatch MFR report #2916596-2017-02008 device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported on (B)(6) 2017 frequent low flow alarms occurred, and were confirmed by the manufacturer¿s technical services via log file analysis. The analysis revealed trends consistent with device thrombosis. It was reported that on (B)(6) 2017 the patient presented to the emergency department with acute abdominal pain, nausea, vomiting, and chills, that were similar to a previous admission in (B)(6). The patient had not been able to take medications due to nausea and vomiting. Mean arterial pressure was 104 mmhg, and the patient was admitted. On (B)(6) 2017 it was reported that the patient was experiencing sepsis and possible gastroparesis. Low flow alarms continued, and the patient had palpable pulses. The patient¿s lactate dehydrogenase (ldh) was normal for the patient at 288 u/l. Reportedly the acute abdominal pain, nausea, vomiting, and chills were due to low cardiac output and escherichia coli bacteremia in the setting of +h. Pylori in the stomach. Lab results confirmed escherichia coli bacteremia. The bacteremia was associated with translocation from a urinary tract infection (uti). It was not pump or driveline related. On (B)(6) 2017, it was reported that the patient was on IV antibiotics. An echocardiogram (echo) revealed an enlarged left ventricle, when compared to previous echo from an unspecified date, and the aortic valve was opening. A CT angiography (cta) showed 90% thrombus of the outflow graft with disconnected outflow bend relief. It was determined that the outflow graft obstruction caused the low flows. On (B)(6) 2017, the patient underwent percutaneous stenting of the outflow graft. As of (B)(6) 2017, the patient was in acute renal failure, and still with gi symptoms. No additional information was provided.